Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported the er320 was spitting out unformed clips and scissoring them. There was no consequence to the pt.